Event description:
The international customer reported the ventilator alarmed and stopped operating during performance verification testing. There was no patient involvement.

Manufacturer narrative:
Event date: (B)(6) 2015. Conclusion / root cause: could not replicate the reported problem of ¿unit stopped operating while operational check was performed.¿ installed cpu board and booted up with a 1102 ¿primary alarm failed¿ error code. E/c 1102 was isolated down to the alarm signal being lost between components c147 and r117 on cpu board. While taking measurements, c147 fell off of cpu board. Inspected and re-soldered c147; issue resolved. Motor controller board was the installed and was not able to identify any errors. This report is being submitted as part of the remediation for CAPA (B)(4).

Manufacturer narrative:
(B)(4).